Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger, serial #: (B)(4), found that the cable had a broken tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that the connector pin broke off of the desktop charger three days prior to the date of this report. The patient stated that they were able to remove the broken end piece from the recharger. No out of box failures were reported. The caller was redirected to the repair department and a replacement device was requested. Additional information provided on (B)(6) 2016 reported that the patient was experiencing a loss of therapy. The patient reported that they have been without the implantable neurostimulator (ins) since the battery depleted and have been unable to charge due to the connector pin issue. It was noted that the patient had been taking pain pills. The patient stated that they received a replacement but they thought it was the incorrect part. It was confirmed that the patient received the correct part (desktop charger). It was recommended that the patient charge their ins to then turn stimulation back on and follow up with their healthcare provider (hcp) if it doesn't resolve the issue. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.